Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 2x daily. The patient manages her diabetes with metformin pills (250 mg 2x daily). The alleged issue began on the morning of (B)(6) 2012. The patient reported blood glucose results of "111 mg/dl" with the subject meter and "95 and 96 mg/dl" on other meters, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient denied making changes to her usual dose of medications. On (B)(6) 2012, the patient obtained a blood glucose result of "93 mg/dl" with the subject meter and reportedly went out to walk her dog. About 10 minutes later, the patient felt symptoms of sweaty, heart palpitations and was sick to her stomach. The patient obtained a blood glucose result of "80 mg/dl" with the subject meter and "59-60 mg/dl" with her other meters. The patient drank orange juice as treatment and felt better about 20-30 minutes later. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.